Event description:
On (B)(6) 2013, it was reported that one of the side buttons on the patient's infusion device was not functioning. It was not specified which button was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. (B)(4).

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.